Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: pa picked one with a different expiration date and it caused a burning sensation as well. The supply was pulled from the ed and the supply chain vp notified and will reach out to the company. Lot lbe683 exp 01/31/2019. A surgeon pulled data from the FDA maude database and emailed to ethicon. The information was reconciled and the following report was unable to be located in our legacy systems as the information was limited. Therefore this complaint was created to capture mw5070165. It was reported to FDA by user facility in 2017. This medwatch report is in response to a voluntary medwatch report mw5070165. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, the file will be updated accordingly. No product available for return. Note: events reported on mw# 2210968-2024-04119. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2017 and topical skin adhesive was used. Physician assistant checked adhesive on her own hand and it was burning and left a mark on her skin.